Manufacturer narrative:
This report is to follow up with maude report# mw5039062. Investigation summary: the seal and cannula of the event unit were returned for evaluation. Upon inspection, engineering confirmed that the shield had been dislodged and found that the septum was torn. No other damages or defects were observed. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the seal appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. This document represents our initial/final report.

Event description:
Robo hyst- "during procedure internal seal was found inside of abdomen of patient. This was retrieved prior to case finish."patient status: stable